Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the superficial femoral artery, the fox plus balloon ruptured at 15 atmosphere during the first inflation. The entire balloon was removed from the patient anatomy successfully and a second fox plus was used to complete dilatation. There was no adverse patient effect. Though requested, no additional information was provided.